Manufacturer narrative:
Ees#.975703. H6; damaged firing mechanism. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k0110l; cartridge pan in place/ condition, yes/good; condition of drivers, good, lockout tabs on pan condition, unfired and position/condition of wedge sleds, unfired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, broken; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned with broken firing trigger teeth and a bent tube. No testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a colon procedure. It was reported by the affiliate that the device did not work properly (no more details). There was no pt consequence.